Event description:
A malfunction was reported concerning the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. However, the malfunction code recurred, prompting technical support to send a replacement pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and they were informed about receiving a pump with updated software. Instructions were provided on returning the problematic pump, including placing it in storage mode and using the supplied return box and label. Additionally, the customer was advised on programming settings and connecting their continuous glucose monitor (cgm) to the replacement pump.